Event description:
Pt called into zoll lifecor customer support to report that none of the lights on the charger are lighting. The pt also reported that the charger was not charging the batteries. The pt received a new charger and battery.

Manufacturer narrative:
Device manufacture date: battery charger (B) (4). Battery pack (B) (4): 09/2007. Device eval summary: device evaluations of charger (B) (4) and battery (B) (4) have been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger was found to have a corroded connector. The corroded connector prevented proper charging of the pt's batteries and damaged an internal component of the charger (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. Battery (B) (4) was found to have a blown fuse and would not communicate with the monitor. The root cause of the blown fuse was the corrosion on the charger's connector. The root cause of the corrosion cannot be positively identified but was likely a result of liquid ingress. No adverse event resulted from the corroded memory and blown fuse. The pt received a replacement battery charger and battery.